Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, an error m-11 occurred on the erbe. The customer stated that the bipolar energy couldn't be activated and the monopolar activated intermittently. The customer changed to a medtronic energy generator. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed using the medtronic generator. The procedure was paused for 20 minutes to perform the electrosurgical unit (esu) exchange. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that errors m-11 and c-34 occurred when the erbe was powered on. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa found errors c-34, c-00, m-0b, and m-11 in the logs. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The unit was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. The unit generated a c-34 error on start-up. Troubleshooting led to a malfunctioning hf generator pcb to be the cause of the failure and once replaced, the error ceased.

Event description:
Refer to h10/h11 for follow-up information.